Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the analysis results found no anomalies. There was blood / body fluid found on the distal conductor at the electrode end of the lead. There was also blood / body fluid found on the proximal conductor in the medial section of the lead. The outer insulation was also found to be breached cut in the medial section of the lead. The full lead was returned for analysis. Evaluation summary: (B)(4) the analysis results found no anomalies. There was blood in/on the helix / lobe mechanism. The full lead was returned for analysis.

Event description:
It was reported that at implant the 5076 lead dislodged while placing the left ventricular lead. The physician was unable to reposition and re-fixate the 5076 lead. The lead was removed and a new 5076 lead was implanted. The 4194 lead was not stable within the patient's anatomy. It caused phrenic nerve stimulation and had high thresholds. The lead dislodged after attempting to reposition post slitting. The lead was removed. No further patient complications have been reported as a result of this event.